Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The subject device is not available for evaluation as it remains implanted in the patient. The root cause for this event remains indeterminable with the available information. However, the progression of the patients underlying valvular disease pathology and comorbidities, combined with svd likely contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned through the implant patient registry that a patient with a 27mm 7300tfx mitral valve underwent a valve -in-valve-in-valve procedure after an implant duration of six (6) years, four (4) months due to severe mitral stenosis, moderate regurgitation, degeneration and restricted motion and lvoto. The patient presented with worsening sob, orthopnea and doe, hypoxic in acute pulmonary edema. The tmvr was performed with a 26mm 9750tfx valve and a lampoon procedure of the residual amvl. The patient was discharged on pod # 5. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.